Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4)

Event description:
It was reported that the bd ultra fine¿ pen needle was unable to deliver insulin/medication. The defect led to hyperglycemia/elevated blood glucose levels. The following information was provided by the initial reporter: consumer reported found 1 pen needle patient end bent. Works for flow check not for injection. Injection stops 1/2 way. Consumer reported feels her glucose values have increased because of not getting full dose. Lot #: 8354702, catalog#: 320122, date of event: unknown

Event description:
It was reported that the bd ultra fine¿ pen needle was unable to deliver insulin/medication. The defect led to hyperglycemia/elevated blood glucose levels. The following information was provided by the initial reporter: consumer reported found 1 pen needle patient end bent. Works for flow check not for injection. Injection stops 1/2 way. Consumer reported feels her glucose values have increased because of not getting full dose. Lot #: 8354702. Catalog#: 320122. Date of event: unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.